Event description:
The customer reported the device was failing the charge button test during op check and noted a therapy pca failure error in the logs. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.